Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned by restarting the system. A philips remote service engineer (rse) inspected the system remotely and indicated that a poor ethernet connection between the host pc and image processing pc(ippc) to be the root cause of the issue. A philips field service engineer (fse) inspected the system remotely and confirmed the reported event. During troubleshooting, fse inspected diagnostic computer led's and carried out diagnostic tests on the clarity pc with no errors being found. Fse carried out database repair and testing but the system was still displaying error messages. Fse resolved issue by trimming ethernet cable with cutters which enabled to provide a solid and reliable connection. However, the issue reoccurred (MFR 3003768277-2024-05466). The ippc and the hard disks were replaced and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure.the allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again.if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.